Event description:
A malfunction involving a displayed code was reported while the customer was at school. The blood glucose level remained within normal range, not exceeding 500 mg/dl. The customer planned to call back to reset the pump, confirming that the malfunction code was resettable and that fault identification was available.